Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on (B)(6) 2015 and absorbable straps were used. After 1-2 straps were fired, the device did not shoot, like it was stuck. After several attempts to fire the device, the white cannula cap fell off into the patient's cavity. The white cannula cap was retrieved from the patient with no additional tissue dissection required. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 01/22/2016.actual device was returned for evaluation. Visual inspection was performed and the device was returned with the cannula cap detached from the cannula tabs. No other visual damages were noted. Functional inspection was performed and the device worked as intended. The device was disassembled and no abnormalities were noted on internal device components.